Event description:
It was reported that the ilet pump¿s screen was cracked and became unresponsive, and a replacement device was shipped after address verification and photo documentation, with instructions provided for shutdown, data sync to the mobile app, return using a provided label, and re-starting the replacement device. Symptoms included no alarms or alerts reported and no adverse clinical effects reported. Outcomes included uninterrupted glucose management as the patient could continue cgm use via the dexcom app or receiver, and no hospitalization. Investigation included collection of user-provided images, device shutdown guidance, and retrieval of the original device for evaluation. Investigation of this case revealed physical damage to the display consistent with external impact, correlating with a nonfunctional touchscreen. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.